Event description:
Additional information received reported the patient recovered within 30 minutes and there were no other issues. It was noted the clinic was just being overly cautious. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8578, serial# n208141012, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, lot# j10956r13, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported there was filling difficulty during refill and the patient reported dizziness, headache, overdose symptoms and light headedness immediately after a normal refill. It was noted the drug was aspirated from the pump and measured and there was no abnormality. The cause of the issue was believed to be due to the refill technique and some medicine may have leaked out from the needle into the subcutaneous tissue. It was also reported the nurse accidentally spilled 13-14 milliliters (ml) of drug onto patient when she was aspirating drug to measure to determine if some had gone into her pocket. The patient responded and seemed normal within 45 minutes after refill. It was reported, ¿do not think anything was done wrong.¿ the patient¿s status at the time of this report was ¿alive-no injury.¿ the patient was refilled and getting effective therapy. The belief was the patient¿s lightheadedness and dizziness was independent. The pump was being used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) office was changing their technique after being re-trained by the device manufacturer representative. The office also changed their policy so that all patients have to wait for 1 hour before leaving the office after a refill to monitor for side effects. The cause of issue was technique; there were no issues with the refill kit. The office was also going to start using ultrasound to help with needle placement during refills as well. No further information was provided.